Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the system ran without any faults. The representative found that the imaging system is shut down in the "e-stop" mode when not in use. The representative informed the site of the best practices for shutting down the imaging system when not in use. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, when bringing the imaging system into the operating room (or), the pendant displayed "hold m for calibrate motion." Performing the requested calibration resolved the reported issue.